Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg site due to weight loss and then gaining the weight back. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.